Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insuiln pump alarmed for battery out limit after a battery change. Blood glucose reading was 500 mg/dl. Troubleshooting was performed. Customer stated the battery was not out of the insulin pump greater than the duration allowed. The alarm has only occured once. Advised to monitor the insulin pump and to careful when changing the battery as leaving the battey outside of the insulin pump for too long will cause the alarm to occur. Nothing further reported.